Manufacturer narrative:
Concomitant medical product(s): product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 02-aug-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml lioresal at 292.3mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's catheter was pierced with a needle during a replacement. The patient began to experience withdrawal. The catheter was replaced and the issue was resolved. The patient's status was noted as "alive-no injury." No further complications were reported.